Manufacturer narrative:
The investigation was based on the provided information including photos of the affected system. The affected cardanic system was made available for further investigation at the manufacturer´s site. The investigation could confirm the reported paint flaking of varying degrees on the cardanic system. The paint issues are limited to specific partial areas at the cardanic joints. This locally concentrated paint peelings suggest that the affected cardanic tube sections were mainly subjected to external influences like partial external mechanical or combined mechanical and chemical stress over a certain application time. Scratches, collisions or other external impacts can directly impair or even superficially pre-damage the paint structure. Also, the use of a non-approved disinfectant can have a negative effect on paint adhesion on an area of the coating that has already been mechanically damaged, in combination with the mechanical action during disinfection. The investigation found that a disinfectant was used that is not listed in the instruction for use and therefore, not approved for use with the system. It can be concluded that a combination of rough handling, incorrect disinfectant and mechanical action during disinfection has caused the reported paint flaking. According to the warnings in the instruction for use, e. G. Collisions of the light body (including its mounted cardanic) as well as an improper preparation must be avoided due to a possible patient hazard and device malfunction. The operational readiness of the support arm system must be checked before each use as part of a functional and visual inspection. Paint detachment should be conspicuous during surface disinfection after each surgical procedure or during the system check for operational readiness. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that paint flakes from the main body arm of the polaris 600 had fallen onto the surgical field. There was no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that paint flakes from the main body arm of the polaris 600 had fallen onto the surgical field. There were no health consequences for the patient reported.